Manufacturer narrative:
Evaluation revealed the humeral insert, the glenosphere, the humeral cup and the humeral stem to be the primary products. The other implants reported were considered as concomitant products as they did not contribute to the event reported. A physical examination could not be carried out as the devices were not received for evaluation. A review of the device history records revealed no deviation in the manufacturing process. The implants were documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a patient had been treated with a reverse shoulder arthroplasty on (B)(6) 2016. On (B)(6) 2016 the patient had to be revised as the humeral stem, the humeral insert, the humeral cup and the glenosphere were found to be dislocated. According to the attending surgeon they may have been too small. The event was resolved by removing the stem, insert, cup and glenosphere and replacing them by components with different sizes. Further information such as medical records, x-rays, surgery reports or more detailed information about the event will not be available. Thus a medical statement was not possible. A more precise evaluation was not possible based on the given information. With available information a deficiency of the devices could not be verified. The file will be closed formally. In case relevant clinical information or the items should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies.

Event description:
Rep reported that patient is in need for revision of reverse shoulder. Per sales rep, revision surgery carried out because implants dislocated. Surgeon thinks they may have been too small. The stem, insert, cup, and glenosphere were swapped out.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be return.

Event description:
Rep reported that patient is in need for revision of reverse shoulder.